Manufacturer narrative:
Further information was received indicating this event was reported in manufacturer reference number 3006705815-2020-30911 and 3006705815-2020-30912.

Event description:
Related MFR report: 3006705815-2020-30907.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: h6 - results and conclusion codes.

Event description:
Related MFR report: 3006705815-2020-30907.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-30907. It was reported the patient's scs system lead migrated. An x-ray taken showed the lead had migrated out of the epidural space. Surgical intervention would be necessary to address the issue.